Event description:
It was reported that an unknown xience prime stent was implanted in the patient in the beginning of (B)(6) 2012. The patient was discharged from the hospital; however, presented to the hospital suffering from cardiac arrest on (B)(6) 2012 and was rehospitalized. Coronary angiography was performed and thrombosis was observed. It is unknown if treatment was performed on the patient; however, the patient passed away on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). Implant date estimated. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Event description:
Subsequent to the previously filed medwatch report, new information received states that two xience prime stents were deployed on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed medwatch, new information received states that thrombosis was confirmed around the area where the xience prime was implanted; therefore, thrombus aspiration was performed; however, the patient expired.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of cardiac arrest, thrombosis, and death as listed in the japan xience prime everolimus eluting coronary stent system instructions for use (IFU) are known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The additional xience prime referenced is being filed under a separate medwatch report.